Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The customer stated that the pump was erasing his settings (bolus and basal). There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: during investigation, the pump was exercised for 24 hours with a 1.0u/hr basal rate & the users max limits, audio bolus settings & advanced setting obtained from the download history. The units remaining were correctly calculated written to the pump history. The original complaint of ¿pump erasing basal & bolus settings¿ during testing was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was corrosion observed inside the battery compartment. The pump cover was removed and there was no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).